Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The caller was advised to inform the customer to contact technical support for troubleshooting assistance when the issue arises, and they acknowledged and understood the instructions. No additional information was received regarding the outcome of the event.